Event description:
Patient was implanted in 2003. Presented to ER eleven days later with abdominal pain and vomiting black bile. X-rays revealed bowel obstruction. Surgery indicated mesh had pulled away from fascia; sutures had pulled through and torn mesh. Mesh was explanted and replaced with another kugel mesh. Patient has not had any problems since.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.